Manufacturer narrative:
The reported observation against the returned lead of high impedance was not confirmed. The root cause of the reported observation could not be ascertained in reference to the returned lead segment as the whole/complete lead was not returned. The lead had been cut during the explant procedure and only the terminal end section was returned.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to impedances on all contacts. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the system was replaced to address the issue. Therapy was restored post-operatively.